Event description:
Healthcare professional (hcp) reports incident of blood leak with the psn 210 dialyzer. No patinet injury or medical intervention reported per hcp. No further information regarding details of incident provided by hcp.